Event description:
The pt experienced a shocking or jolting sensation in his arms, face and shoulders during a magnetic resonance imaging of the head. The magnetic resonance imaging strength was 1.5 tesla, but was not a transmit and receive coil. The pt's shocking sensation subsided and he was feeling ok. Please reference mfg. Report # 6000032-2009-06988. It is unclear which system was involved and it is unclear which system components still remain implanted.

Manufacturer narrative:
(B) (4).